Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were hospitalized. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 318 mg/dl at the time of call. The customer stated that the blood glucose reached 480 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find insulin issues and setting issues. The customer stated that an amount of insulin delivered was dated incorrectly. The customer declined to check for air bubbles and leaks. The customer stated that they had an irritated site. The customer was assisted in programming the time and date correctly. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.